Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device did not deliver pacing output to the patient, there was intermittent ventricular output and it was noted that the main printed circuit board, heart lead flex and output connector would be replaced to resolve. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator did not deliver pacing output to the patient during an implant procedure. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the lead flex, ventricular output connector and main printed circuit board assembly (pcba). Visual inspection observed movable solder flake inside the connector, no other anomalies observed. Bench analysis could not reproduce the failure with the solder flake removed. The device also passed full functional testing. Conclusion: could not reproduce the reported failures.